Manufacturer narrative:
(B)(4). One tracheal tube was received for investigation. Visual inspection was performed, and it was found to be contaminated. However, no anomalies (dents or kinks) were observed. Tests were performed and the unit was found to be within specifications. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available. The device was received for evaluation. The investigation is ongoing.

Event description:
It was reported that during patient use, a physician was unable to pass a bronchoscope through an endotracheal tube. The patient required replacement of the device.